Manufacturer narrative:
D10 concomitant procut: vlft10gen, vlft10gen ft series energy platformx1, (sn:unknown) , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during small bowel mobilization on a laparoscopic hartman's reversal, the handpiece cutting trigger became stuck and would not allow the knife blade to advance. Another handpiece was used with the same generator and it worked fine. Nothing fell on patient's cavity and no additional intervention was performed. There was no patient injury. Medtronic's initial evaluation of the incident device found that the piece of insulation has come off.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the plug of the device was cut off and not returned. The blade inner drive is damaged. Skiving was observed in the knife track. Piece of insulation has come off. Functional testing found that the blade could not be actuated when the jaws are closed. This is due to the tilt on the inner drive. Due to the skiving, a piece of insulation has come off. Skiving is due to the inner drive damage. The jaw gap of the device was measured and it was found to be within specification. The device was brought to the attention of manufacturing for a knife issue. A manufacturing assessment was performed for this event. The manufacturing assessment concluded engineering investigation determined the damage has caused wear in the device to the point where portions of the blade slot have been removed. It is likely that this damage was caused during assembly and was aggravated by use leading to an eventual failure. Similar complaints have been observed across multiple lots. It was reported that the knife blade did not advance or difficult to advance. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation de tected an unreported condition: of insulation damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.